Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported by the rep that the enterprise stent (enf452812/ 10162723) was found faulty. Device will be forwarded on receipt. The product was stored per labeling instructions, and there was no damage on the exterior or interior package. Nothing occurred during removal from the package that may have contributed to the event, and no other damages were noticed on the device after the event. No patient information was provided by the hospital and additional information has been requested. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. Delivery wire was received and the stent involved was received deployed. No other anomalies were found during visual analysis. The functional analysis could not be performed due the stent involved was received deployed and according to procedures it is necessary that the stent is still inside the introducer tube to perform the functional analysis. The stent involved was inspected under vision system and no anomalies were found. Per lake region report c 13,941: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10162723. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure stent damaged reported by the customer was not confirmed since no damage was found in the received stent. The exact cause of that failure could not be conclusively determined. However, as per product analysis and event description procedural factors might have contributed to those issues. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10162723. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was stored per labeling instructions, and there was no damage on the exterior or interior package. Nothing occurred during removal from the package that may have contributed to the event, and no other damages were noticed on the device after the event. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the rep that the enterprise stent (enf452812/ 10162723) was found faulty. Device will be forwarded on receipt. No patient information was provided by the hospital and additional information has been requested.